Manufacturer narrative:
Device evaluated by MFR: promus element plus,mr,ous 2.25x32mm stent delivery system was returned for analysis without a stent. The device was returned without a stent. The balloon was reviewed via scope, there was no stent on the balloon. Balloon folds appeared relaxed and crimped stent markings were visible on the balloon. A visual and tactile examination of the hypotube identified multiple hypotube kinks. Examination of the tip via scope found no damage to the tip. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery. A 2.25x32mm promus element plus drug-eluting stent was advanced for treatment. However, the stent could not reach the lesion and after several attempts, the stent was dislodged and deployed near the lesion. The physician then placed another stent in the lad. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery. A 2.25 x 32mm promus element plus drug-eluting stent was advanced for treatment. However, the stent could not reach the lesion and after several attempts, the stent was dislodged and deployed near the lesion. The physician then placed another stent in the lad. No patient complications were reported and the patient's status was stable.